Event description:
In 2010 I began having chronic fatigue. I could sleep all night and then still need a nap during the day. Symptoms progressed from 2010 until present day. I began having dizzy spells, unexplained swollen lymph nodes, extreme joint swelling, cold and tingling hands and feet, and debilitating fatigue.